Event description:
It was reported to boston scientific corp in 2009, that a captiflex polypectomy snare was used during a colonoscopy procedure performed one the same day. According to the complainant, during the procedure, the metal active tip that plugs into the active cord unscrewed and came apart. The procedure was completed with another captiflex polypectomy snare. There were no patient complications reported as a result of the event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family was conducted. No additional relevant info was obtained during that review. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints exist against the specified lot. A labeling review was completed, and no anomalies were found.